Manufacturer narrative:
Device was returned for evaluation. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient's pulse generator exhibited unspecified failure. The pulse generator was explanted and replaced. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.